Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had the flexible sheath at the tip damaged. The issue occurred during set up. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: b5, g3, h2, h3, h6 and h11. The device was returned to olympus for inspection. Based on the results of the investigation the customer allegation was confirmed. It was likely due to a cut on bending section cover water tightness was lost. The probable causes were likely due to some kind of stress such as damage or deterioration of parts, electrical problem, environmental temperature problem, maintenance problem and a random component failure without any design or manufacturing issue. The root cause could not be determined. Olympus will continue to monitor the field performance of this device.